Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two months after the implant procedure, the implantable cardiac monitor (icm) migrated out of the pocket and the "wound did not heal properly." The device was removed and replaced. No further patient complications have been reported as a result of this event.